Event description:
The suspect device was used to check the customer's blood glucose. They had been sick and vomiting and the device read in the 400's mg/dl. They family member told pt to dose 5u insulin. When pt family member got home an hour later the device read 360 mg/dl. Two additional units of insulin were given. About five hours later pt family member took pt to the hospital for vomiting and other symptoms. Pt glucose was checked in the hospital on their meter and the level was 141 mg/dl. They were given an IV for vomiting. Controls were not used. The device was replaced and requested to be returned for evaluation.